Manufacturer narrative:
(B)(4). Section d4: device identification details were not received. Fisher & paykel (f&p) healthcare is currently in the process of finalizing the investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A fisher & paykel healthcare sales representative reported on behalf of healthcare facility in virginia that an rt045xs non-vented hospital full face mask was used without exhalation port for up to 1.5 hour, causing the patient to become unresponsive. The patient's condition improved following the identification and correction of the issue.

Manufacturer narrative:
(B)(4) section d4: device identification details were not received. Method: the subject device was not returned to fisher & paykel (f&p) healthcare for evaluation. Our investigation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the healthcare facility reported that the rt045xs non-vented hospital full face mask was used without the exhalation port for up to 1.5 hours, and as a result the patient became unresponsive. The user instructions state that subject device should always be used with the exhalation port. Conclusion: it was reported that the subject device was used without the exhalation port for up to 1.5 hours. Therefore, on the basis of the information provided by the healthcare facility and our knowledge of the product, it appears that the reported event occurred due to use error. The rt045 non-vented hospital full face masks are visually inspected at the time of production, and those that fail are rejected. The subject device would have met the required specifications at the time of production. The user instructions illustrate in pictorial format the correct set-up and proper use of the rt045 non-vented hospital full face mask. It also states the following: "always use with an exhalation port. Failure to do so may result in excessive carbon dioxide rebreathing." "Connecting components inline between the mask and exhalation port may result in excessive carbon dioxide rebreathing. Ensure appropriate patient monitoring is in place." "Appropriate patient monitoring, e.g., oxygen saturation, must be used at all times. Failure to monitor the patient, e.g. In the event of flow disruption, may result in serious harm or death. " "verify that the therapy device, i.e. Ventilator or flow source, including all alarms and safety systems are functioning correctly and that it is supplying the correct pressure(s). Failure to do so may result in excessive carbon dioxide rebreathing." "The masks are to be fitted and therapy maintained by trained medical practitioners in a hospital/institutional environment with patient monitoring in place.

Event description:
A fisher & paykel healthcare sales representative reported on behalf of healthcare facility in (B)(6) that an rt045xs non-vented hospital full face mask was used without the exhalation port for up to 1.5 hours, causing the patient to become unresponsive. The patient's condition improved following identification and correction of the issue.